Event description:
Per the clinic, the patient reported a performance decrement subsequent to undergoing an MRI. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6), 2011, and the patient was reimplanted with another manufacturer's device during the same surgery.

Manufacturer narrative:
(B)(4)